Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a concern for a possible power source issue. It was noted that the patient¿s batteries exhibited abnormal behavior. The batteries remain in use.

Manufacturer narrative:
Correction: b.5, h.10 this event was assessed and is being reported as part of a retrospective review of log file data. Product event summary: the controller was returned for evaluation. Four batteries were not returned for evaluation. A review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 connector. As a result, the reported ¿movable controller power port¿ event was confirmed. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed power switching events due to momentary disconnections involving bat220979, bat219241, and bat216476 and power switching events due to communication errors involving bat221446. This is likely related to the reported ¿abnormal battery behavior¿. In addition, analysis of the log files revealed two (2) controller power-up events recorded on 07/apr/2017 at 17:02:37 and 17:06:07. The controller was without power for a maximum of 12 minutes and 27 seconds. The data point recorded prior to the controller power-ups revealed that bat219168 was connected to power port one (1) with 98% relative state of charge (rsoc) and bat216476 was connected to power port two (2) with 36% rsoc. The data point following the recorded controller power-up revealed that an ac adapter was connected to power port one (1) and bat216476 was connected to power port two (2). No anomalies were observed during the recorded power up. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported ¿red alarms¿ and ¿batteries abnormal behavior¿ were confirmed. An internal investigation has been opened by the supplier to evaluate loose power ports and implement corrective actions as required. The most likely root cause of the reported loose power port can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the recorded power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. The most likely root cause of the reported "red alarms" was the result of the controller restarting after a loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery/ bat221446/ model #: 1650de/ catalog #: 1650de/ expiration date: 2017-07-31 UDI #: 00888707001373 d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-07-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: battery/ bat216476/ model #: 1650de/ catalog #: 1650de/ expiration date: 2017-03-31 UDI #: 00888707001373 d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery/ bat220979/ model #: 1650de/ catalog #: 1650de/ expiration date: 2017-07-31 UDI #: 00888707001373 d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-07-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery/ bat219241/ model #: 1650de/ catalog #: 1650de/ expiration date: 2017-06-30 UDI #: 00888707001373 d10: no h3: yes dev rtn to MFR? No h4: mfg date: 2016-06-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Product event summary: one (1) controller was returned for evaluation. Four (4) batteries (bat221446, bat216476, bat220979, bat219241) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. A review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port one (1) connector. As a result, the reported ¿movable controller power port¿ event was confirmed. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed power switching events due to momentary disconnections involving bat220979, bat219241, and bat216476 and power switching events due to communication errors involving bat221446. Data log files also revealed several instances involving ba t221446 where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. In addition, analysis of the log files revealed two (2) controller power-up events recorded on (B)(6) 2017 at 17:02:37 and 17:06:07. The controller was without power for a maximum of 12 minutes and 27 seconds. The data point recorded prior to the controller power-ups revealed that a battery was connected to power port one (1) with 98% rsoc and bat216476 was connected to power port two (2) with 36% rsoc. The data point following the recorded controller power-up revealed that an ac adapter was connected to power port one (1) and bat216476 was connected to power port two (2). No anomalies were observed during the recorded power up. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported ¿red alarm¿, ¿batteries abnormal behavior¿, loss of power, and communication error events were confirmed. Based on an internal investigation, the most likely root cause of the reported loose power port can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the recorded power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported "red alarms" was the result of the controller restarting after a loss of power. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Logfile review indicates there was loss of power to the controller.

Manufacturer narrative:
Correction to initial MDR this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the controller showed red alarms and a loose power port. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port one (1) connector. Log file analysis revealed several power switching events due to momentary disconnections and communication errors between the controller and batteries. A ventricular assist deice (vad) stop alarm was shown in the alarm log files around the time of the reported event date due to a change of controllers. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the "red alarms" can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections and the communication errors. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the patient presented to the hospital with a red alarm.  It was noted that the patient had recently gotten new batteries.  The power port on the controller was inspected and one of the ports was found to be movable.  The controller was exchanged.  No patient complications have been reported as a result of this event.